Event description:
In 2000 the dr applied the pennig mini fixator lengthener and clamps for treatment of a non-union which resulted from a bunionectomy from 1998. The pt had lost 3cm length from the non-union. In 11/2001 the pt presented with a broken clamp and pain at the proximal fixation which the patient stated had been present for some time. The dr removed tne entire fixation device and casted the pt.